Manufacturer narrative:
Investigation not complete. Product has not been returned yet. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, there were three broken wire bolts on the external fixation frame post operatively. The date of the original surgery was (B)(6) 2015 with additional fixation added on (B)(6) 2015. The bolts broke on (B)(6) 2015 and it was revised with new bolts on (B)(6) 2015.